Event description:
Reportedly the pt underwent mitral valve replacement, and CABG. Approx four hours post-op., bleeding was noted through chest tube. The pt was opened and bleeding from the inferior vena cava cannulation site was identified and controlled. Intraoperatively it was noted that the suture used for the inferior vena cava cannulation had broken. The pt was resutured with out complication.